Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd had made multiple attempts to reach the customer in order to gather additional information. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were giving erroneous results. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 363080; batch no: 9095657. It was reported the customer received erroneous results. Erroneous results ¿ high inrs, repeat get low results. Happened 2 weeks ago and 3 this week, specific dates not provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9 nc 0.129 m plus blood collection tubes were giving erroneous results. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 363080, batch no: 9095657. It was reported the customer received erroneous results. Erroneous results ¿ high inrs, repeat get low results. Happened 2 weeks ago and 3 this week, specific dates not provided.